Manufacturer narrative:
The device involved in this complaint was not returned. Please check the attached file to our investigation results. (B)(4).

Event description:
It was reported that a knee revision was done due to pain. It was revealed by x-rays that the 32mm patella was loose. Surgeon replaced with a 26mm patella. (Smaller implant due to loss of bone).